Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; ubd: 10-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who had been receiving intrathecal baclofen and then saline at an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported the patient was taken to the operating room on (B)(6) 2019 due to a lack of effect from their intrathecal baclofen. The catheter access port (cap) study showed no cerebrospinal fluid (csf) flow. The pocket was opened in the operating room and there was no csf flow noted. A large tangle of catheter was noted in the pocket. The catheter still had no flow. The catheter was cut at the spine and good csf flow was noted. The pump portion of the catheter was removed and a new pump portion was placed. It was indicated the pump was replaced at this time as well. Good csf flow was noted for the rest of the procedure. The patient had been on saline and was restarted on baclofen at 60 mcg/day. It was reported the issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. The patient's medical history included severe cerebral palsy and spinal fusion. The patient's weight and other medications being taken at the time of the event were not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated what caused the catheter to become tangled in the pocket was not determined and the explanted part of the catheter would not be returned as it was ¿not needed.¿ no further complications were reported or anticipated.